Event description:
Surgeon identified broken screw on x-ray while following pt clinically. The screw, 6.5 mm x 40 mm was implanted in the left s1 pedicle. Continuing to follow pt. Surgical intervention is not planned at this time.